Event description:
The surgeon implanted a silicone lens model aq2003v and noted the lens was damaged. The incison was enlarged when the lens was removed and sutures were needed. There were no other pt injuries noted and it is unk if there was a product malfunction.